Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between the patients death due to a sudden cardiac arrest and ccpd therapy utilizing the liberty select cycler. The cause of the patients sudden cardiac arrest leading to her death can be attributed to cardiac arrhythmias and other unspecified cardiac disease as reported by a medical professional. The esrd population continues to have significantly higher mortality, and fewer expected years of life when compared to the general population, particularly in the environment of cardiovascular disease (1,2). Therefore, the liberty select cycler can be excluded as a cause or contributor to this event. Based on the required information, there is no specific allegation or objective evidence indicating a fresenius device(s) or product(s) deficiency or malfunction, caused or contributed to the patients adverse events.

Event description:
A hospital registered nurse (rn) reported to fresenius technical services this female peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler expired. There was no specific allegation this event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the hospital rn, it was reported this female patient expired on (B)(6) 2021 due to a sudden cardiac arrest while hospitalized. The patient was initially hospitalized for severe cardiac arrhythmias and was admitted to the cardiac floor (date of admission unknown). The patient was found unresponsive on the morning of (B)(6) 2021 while connected to a hospital provided liberty select cycler. A code blue was called, and cardiopulmonary resuscitation (CPR) was initiated by hospital staff. The patient was pronounced deceased after multiple rounds of CPR. The patients sudden cardiac arrest was attributed to cardiac arrhythmias and other unspecified cardiac disease. Prior to this event, the patient was able to undergo ccpd therapy on the same hospital provided liberty select cycler without incident. It was confirmed the patients hospitalization and sudden cardiac arrest leading to her death were unrelated to pd therapy and not due to a deficiency or malfunction of any fresenius product(s) or device(s).

Event description:
A hospital registered nurse (rn) reported to fresenius technical services this female peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler expired. There was no specific allegation this event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the hospital rn, it was reported this female patient expired on (B)(6) 2021 due to a sudden cardiac arrest while hospitalized. The patient was initially hospitalized for severe cardiac arrhythmias and was admitted to the cardiac floor (date of admission unknown). The patient was found unresponsive on the morning of (B)(6) 2021 while connected to a hospital provided liberty select cycler. A code blue was called, and cardiopulmonary resuscitation (CPR) was initiated by hospital staff. The patient was pronounced deceased after multiple rounds of CPR. The patient¿s sudden cardiac arrest was attributed to cardiac arrhythmias and other unspecified cardiac disease. Prior to this event, the patient was able to undergo ccpd therapy on the same hospital provided liberty select cycler without incident. It was confirmed the patient¿s hospitalization and sudden cardiac arrest leading to her death were unrelated to pd therapy and not due to a deficiency or malfunction of any fresenius product(s) or device(s).

Manufacturer narrative:
Additional information: d9. H3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment the top cover and on the pump door. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. An (as-received) cycle-based ccpd simulated treatment was performed and completed without failures. The cycler weighed fill volume values were within tolerance for a liberty cycler. No fluid leaks in the test cassette during the treatment. The cycler underwent and passed a catch-post hipot test, patient hipot test, current leakage test, system air leak test, valve actuation test, load cell verification test and patient sensor calibration check. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid on the bottom cover under the pump. The cause of the observed dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
Correction: b3.

Event description:
A hospital registered nurse (rn) reported to fresenius technical services this female peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler expired. There was no specific allegation this event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the hospital rn, it was reported this female patient expired on (B)(6) 2021 due to a sudden cardiac arrest while hospitalized. The patient was initially hospitalized for severe cardiac arrhythmias and was admitted to the cardiac floor (date of admission unknown). The patient was found unresponsive on the morning of (B)(6) 2021 while connected to a hospital provided liberty select cycler. A code blue was called, and cardiopulmonary resuscitation (CPR) was initiated by hospital staff. The patient was pronounced deceased after multiple rounds of CPR. The patient¿s sudden cardiac arrest was attributed to cardiac arrhythmias and other unspecified cardiac disease. Prior to this event, the patient was able to undergo ccpd therapy on the same hospital provided liberty select cycler without incident. It was confirmed the patient¿s hospitalization and sudden cardiac arrest leading to her death were unrelated to pd therapy and not due to a deficiency or malfunction of any fresenius product(s) or device(s).